Event description:
The customer reported the system failed to display an image. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fault was identified, however, repairs have not been concluded as of yet. No additional info has been disclosed.